Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the severely tortuous distal right coronary artery (rca). The lesion was not predilated. A 3.50 x 28 mm taxus express2 drug eluting stent was advanced to the rca but was unable to pass through the 80-90% in-stent restenosis lesion in the proximal rca. Resistance was felt during withdrawal and upon removal of the al1 guide catheter, bmw guide wire and the stent delivery system it was found that the stent was missing. The stent was found in the profunda femoris artery and deployed. The procedure was completed with another 3.50 x 28 mm taxus stent. Additionally a 3.5 x 24 mm taxus stent and a 3.50 x 8 taxus stent were placed in the proximal and ostial rca, respectively. No patient complications were reported. The patient's status is reported as `satisfactory/good'.